Manufacturer narrative:
Analysis: the device in question was not returned making a detailed complaint investigation difficult. Based on the provided case details the v12 balloon ruptured on inflation while attempting to stent a heavily calcified lesion using a v12 covered stent that was intended to be expanded to 9mm. The details indicate that the lesion was pre-dilated to 5mm and on inflating the v12 balloon, the balloon ruptured prior to achieving full expansion of the stent. Being that the balloon was unable to open the stent fully at 6 atm indicates that the calcification was preventing the balloon and stent from opening ultimately rupturing on the calcification. The artery was presumed to be fully occluded prior to pre-dilation and was 9mm in diameter and using a 5mm balloon to pre-dilate the lesion left 4mm of calcification still left within the occluded area. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). A review of the balloon burst data indicates that the lowest burst test pressure realized during the performance testing of the balloon was 18.8 atm. This far exceeds the minimum requirement and rated burst pressure of 12 atm. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty in any way. It is likely that the balloon was ruptured on the calcified lesion.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent was delivered to the right common iliac artery via retrograde access. The lesion was pre-dilated with a 5 mm balloon. The stent was advanced easily and placed at the target. At 6 atm the balloon ruptured. The stent was not completely deployed. After slow deflation of the balloon it was removed without displacement of the stent and which was post dilated with a 9 mm balloon.